Event description:
It was reported that there was inflammation at the insertion site of the infusion set. The patient received antibiotic treatment. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.